Event description:
It was reported that pump experienced malfunction identified by code 9 with a corresponding fault ID and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer attempted to reset pump with guidance from technical support, who provided reset instructions, but call connection was lost and no further information was available regarding outcome.